Manufacturer narrative:
(B)(4). Concomitant medical products: (46) 103531 ¿ ti low profile screw ¿ 860850 (8) 103533 ¿ ti low profile screw ¿ 860850 report source (B)(6). Complaint sample was evaluated and the reported event was confirmed. Dimensional analysis was conducted on three pieces of each size and confirms that the item number 103533 measures as 20mm and the item number 103531 measures as 30mm. Visual inspection was conducted on the remaining returned product and found that all returned 30mm screws measured as 20mm and all returned 20mm screws measured as 30mm. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the manufacturing process if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01107, 0001825034 - 2019 - 01108, 0001825034 - 2019 - 01109, 0001825034 - 2019 - 01110, 0001825034 - 2019 - 01111, 0001825034 - 2019 - 01114, 0001825034 - 2019 - 01115, 0001825034 - 2019 - 01116, 0001825034 - 2019 - 01118, 0001825034 - 2019 - 01119, 0001825034 - 2019 - 01120, 0001825034 - 2019 - 01121, 0001825034 - 2019 - 01122, 0001825034 - 2019 - 01123, 0001825034 - 2019 - 01125, 0001825034 - 2019 - 01127, 0001825034 - 2018 - 11153, 0001825034 - 2018 - 11154, 0001825034 - 2019 - 01129, 0001825034 - 2019 - 01131, 0001825034 - 2019 - 01132, 0001825034 - 2019 - 01133, 0001825034 - 2019 - 01134, 0001825034 - 2019 - 01139.

Event description:
It was reported that during a knee procedure, the screws labeled as being 20mm in length actually measured as being 30mm in length and the screws labeled 30mm in length actually measured as being 20mm in length. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.